Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained. The complaint could not be confirmed. Device was not returned for evaluation.

Event description:
A patient, approximately three years earlier had an avr / maze / atriclip placement. They then presented to the ER earlier in the summer of 2016 with aortic valve endocarditis. Blood cultures were done and came back positive. At that time, the atriclip was explanted and cultured, the cultures came back positive. The cultures from the pericardium came back negative. The extent of the pericardial infection was limited to the laa. The current status of the patient is living.